Event description:
The pt presented with a celiac artery aneurysm. A brachial artery approach was used to cannulate the celiac artery with an amplatz guidewire. Upon deployment, approx 15-20cm of deployment line was withdrawn when the deployment process jammed. The physician did not deploy the device while under fluoroscopy. Post imaging revealed the device appeared partially deployed and parked in the aneurysm sac. The catheter moved allowing the complete removal of the deployment line and completion of deployment. A post deployment image revealed the device remained on the guidewire; however, the guidewire and device were free floating in the aorta. A balloon catheter advanced to capture the device. The device was intentionally advanced into the left superficial femoral artery where it remains implanted. An open repair is scheduled to address the celiac artery aneurysm. The pt was fine post procedure.

Manufacturer narrative:
The device remains implanted. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.